Event description:
Cna sat in lift after moving pt because it had made a strange noise, to check for safety. When the cna sat in the lift and another cna began to operate the lift, the lift crashed to the floor. No pt involved. The cna suffered pain to back but it is not restricting at this time. One person involved.